Event description:
Information was received that device had double beeped no cassette. Incident occurred during testing.

Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump was returned for investigation in good condition. The screen was scratched. The reported product problem (double beeping that no cassette was attached) was not evidenced in the event history log. The pump was started in application mode. The double beeping was not replicated during the test. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The downstream sensor was replaced as a preventive measure..